Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the lens was not seated correctly in the wagon wheel at the time of opening. The lens appeared to be cracked. The lens was implanted, internal crack was then discovered, and the lens was removed from the patient during initial procedure. Surgical technician also states that the lens did not remain in the loaded cartridge longer than 3 minutes. Additional information has been requested.